Event description:
Additional information received reported the catheter issue was identified on (B)(6) 2014 during a catheter dye study. Surgical replacement occurred on (B)(6) 2014 and catheter segments were not left in the patient. The patient recovered without permanent impairment. The pump was being used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced a loss of pain control and had less than (B)(6) therapy relief. A dye study was performed, and the catheter was found to be out of the intrathecal space; the spinal segment of the catheter had migrated. The catheter was replaced. The patient¿s status at the time of the report was noted as alive with no injury. No patient outcome was reported. The pump was delivering 2000 mcgs/ml of fentanyl at 250 mcgs/day preoperatively and this was decreased to 96 mcgs/day postoperatively. Follow-up was conducted for additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter revealed that the catheter body was deformed in shape along with the dislodgment allegation and that damage occurred to the catheter body and/or guidewire during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.